Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. Pump error 63 confirmed in device history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. Pump error 53 found in the device history due to software error. No battery or power anomalies noted during testing. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had multiple insulin pump errors alarms. Customer were able to clear alarms and able to complete rewind the insulin pump. Customer performed self test and test did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.